Manufacturer narrative:
A field service engineer was dispatched to customer site. The screw on the oil mist filter was loose and was tightened to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported a "chemical-like" odor/smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue and system risk analysis (sra). Trending of the odor/smell issue was reviewed for the past six months ((B)(6) 2017 to (B)(6) 2017). And no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as part of this service. The assignable cause of the odor/smell issue was the oil mist filter which was loose. The field service engineer tightened the oil mist filter and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.